Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned and investigated. The reported cable break and mechanical issue of sgc unable to curve guide was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the sgc cable break resulting in the inability to curve guide. The reported mechanical issue of sgc unable to curve guide was likely a secondary effect of the cable break, and therefore due to procedural conditions. If the cable breaks, then the shaft cannot be tensioned to curve or straighten when the knob is rotated. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the cable break. It was reported that this was a mitraclip procedure to treat grade 3 to 4 functional mitral regurgitation (mr). After the clip delivery system (cds) was advanced through the steerable guide catheter (sgc), an unusually steep curve (aprox 80 degrees) was noted on the sgc, although the plus/minus knob was in neutral position. When the physician tried to use the minus knob to straighten the sgc, it was realized that the usual, normal knob resistance was not felt when turning the minus knob and the tip of the sgc did not deflect. A cable break was suspected on the sgc. The sgc and cds were removed and replaced. The procedure continued with successful implantation of one mitraclip, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.